Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 2 months post lens implantation in the left eye, the patient developed asymmetric lens vaulting with anterior uveitis, iritis and cme. No other information was provided. Surgeon is considering treatment options. Additional information has been requested but not received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information, no additional information has been received. The lens remains implanted in the patient; therefore, product evaluation could not be performed. The device lot number is unknown; therefore, a review of device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.